Event description:
A complaint was reported that the pt was suffering from headaches shortly after trial lead implant procedure. The surgeon believed that the pt's dura was punctured during and explanted precision trial leads. Also refer to MDR no. 2029203-2008-00529.

Manufacturer narrative:
The explanted device was not returned for eval.